Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The failure to advance and device causing damage to another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, concentric, moderately calcified, 100 % stenosed, de novo, distal mid right coronary artery (rca), the 1.5 x 15 mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation. The 3.0 x 32 non-abbott stent was implanted. Subsequently, a 3.5 x 38 mm xience prime stent delivery system (sds) was advanced to the proximal mid lesion but it could not cross; it was noted that the sds became caught on the edge of the implanted distal mid stent. There was no reported adverse patient effect. A 3.5 x 38 mm non-abbott stent was implanted to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.